Event description:
It was reported to (B)(6) by an administrative assistant that the end piece releases and gets stuck when using for blood draws. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).